Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cardiac arrest and death are also listed as known adverse events in the rx trek instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The nc trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a moderately calcified circumflex (cx) artery. A 3.0 x 12 mm vision and a 3.0 x 8 mm xience xpedition could not cross the lesion due to the anatomy, then a 2.5 x 12 mm xience xpedition was successfully deployed. The left anterior descending (lad) artery had been treated 3 days prior to this procedure. A 2.5 x 12 mm and 3.0 x 12 mm nc trek balloon catheters were advanced to the cx and lad for post-dilatation using the kissing balloon technique. When the balloons were inflated, there was no flow distally and the patient went into cardiac arrest. The balloons were removed from the anatomy; however, there still was no flow distally and the patient expired. There was no thrombosis noted. No additional information was provided.